Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultrasmart meter would not power on. The reporter indicated that the alleged meter issue started five days prior, at an unspecified time. On the day prior to original date, the patient reportedly took decreased dosages of lantus and humalog insulin. On original date, at 9:00 am, the reporter claimed that the patient's blood glucose was tested on an ER/hospital meter and a result of "533 mg/dl" was obtained. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what the patient's last blood glucose result was before the alleged meter issue began, and when the last result was obtained. In addition, it would have been helpful to know what actions the patient took before being tested on the ER hospital meter, how many times the patient took the decreased doses of insulin , and if the patient developed any symptoms during the time of concern, and what treatment (if any) she received from the ER/hospital. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient's blood glucose level reached "533 mg/dl" on an ER/hospital meter 2 days after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.